Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a liver resection procedure, the tissue were opened but the doctor able to managed it to avoid bile leakage. A component fell into patient cavity however they say that there is no need to remove it and an extended incision. The doctor added a number of stitches.

Manufacturer narrative:
Additional information:(model#, catalog#, exp date, UDI) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a liver resection procedure, the tissue were opened but the doctor able to managed it to avoid bile leakage. A component fell into patient cavity however they say that there is no need to remove it and an extended incision. The detached staples were titanium nails. Such staples may be residual after normal firing, but will not affect the patient and require no special treatment. The doctor added a number of stitches.